Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
The customer reported one fetal scalp electrode (fse) worked, another did not.